Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charging port as well as the charging cable melted while charging.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.